Manufacturer narrative:
The reported certain® 3.4mm(d) driver tip - short (impdts) was not returned for investigation. Pictures or x-ray images were not provided. DHR review could not be conducted for the returned driver, as no lot # was reported. A complaint history review by item number was conducted for the (impdts) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no negative trends or corrective actions for the reported events(does not assemble/release) or devices (impdts). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a driver (impdts) could not assemble with the implant and implant was stuck on the driver. Implant was removed. No other implant was placed. Tooth location 10.